Event description:
It was reported that during an unk procedure the staples were unformed. Additional suture was performed. There were no adverse consequences to the pt.

Manufacturer narrative:
Information anticipated, but unavailable at this time.